Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached while inside of the patient at 13,857 joules. Per the customer, all fiber pieces were retrieved. No patient injury was reported.